Manufacturer narrative:
(Initial reporter address 1): (B)(6). (Device codes): the problem code 1069 captures the reportable event of cutting wire broken. Visual examination of the returned device revealed that the cutting wire was broken and blackened. The device was used past to its expiration date attached in the label of the pouch and in the dfu handling and storage recommendations. According to the product analysis, the cutting wire of the returned product was found broken and blackened, so it is most likely that a peak of voltage could have caused the failures noted. Therefore, the most probable cause of this complaint is adverse event related to procedure, since it is the most likely that the adverse event occurred during the procedure and the device had no influence on the event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that an truetome 44 was used in the papilla during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2019. According to the complainant, during procedure, when the current was applied to cutting wire, it was noticed that the cutting wire broke approximately about after 5 seconds. Reportedly, no part of the device was detached inside the patient. The procedure was completed with a second truetome 44, using the same generator and active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable and fine.

Manufacturer narrative:
(B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an truetome 44 was used in the papilla during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2019. According to the complainant, during procedure, when the current was applied to cutting wire, it was noticed that the cutting wire broke approximately about after 5 seconds. Reportedly, no part of the device was detached inside the patient. The procedure was completed with a second truetome 44, using the same generator and active cord. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable and fine.